Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and fracture of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the implants are well-positioned. Loosening of the tibial component with breakage of the posterior peg (secondary to loosening). Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to pain, loosening of the tibial implant as well as the broken peg.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to pain, loosening of the tibial implant as well as the broken peg.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.